Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires, adjust belt messages) was confirmed. Upon investigation the monitor failed a baseline test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had exposed wires and that the patient was receiving frequent adjust belt messages.